Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that the implant at tooth site #26 was removed due to bone loss. (B)(6) 2025 - implant #26 is tender to palpation. There is mild vestibular swelling. On (B)(6) 2025 - #26- a full thickness flap from #25-28 with a posterior vertical release was reflected. Abutment was removed. Implant was removed using reverse torque. The osteotomy was debrided of all soft tissue down to healthy bone. There was complete dehiscence of buccal bone noted, 7mm exposure of the mesial surface of #27 was noted. All other bony walls remained intact. The bone tack was removed. An osseoguard flex membrane was placed over the buccal defect and secured with bone tacks x 2. Co/ca/xe regeneross bone mixed with prf exudate was used to graft the osteotomy. A prf membrane was placed. Soft tissues were closed using 3-0 gut suture. Grafting completed, patient will return for implant placement. Symptoms as a result of the event: pain & swelling.